Event description:
An outpatient was scheduled for an aortagram. During the first injection, the site alleged that approximately 5-10 cc's of air was injected into the patient's aorta and the air migrated to the brain. The patient became flaccid on the left side and exhibited slurred speech. The air was noted on the images immediately at the start of the injection and was followed by contrast media. The procedure was stopped. The patent was transferred to the ICU for observation. The patient was connected to a monitor and received a stat EKG. A swallowing study and neuro checks were performed. The patent's symptoms resolved without further treatment. The patient was discharged the next day and is currently doing fine. There were conflicting reports of whether the line was purged with contrast or saline and how the catheter was purged. The technologist that reportedly purged the single-patient disposable set (spat) indicated that there was a high probability that user error caused the air injection. The physician alleged that the connection between the single-patient disposable set (spat) and the multi-patient disposable set (mpat) was not secure and allowed air to be drawn in with the venturi effect, but did not report leaking at the connection either during purging or injection. In addition, the physician alleged that the air detectors of the injector did not alarm.

Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector and no problems were found. With regard to the allegation of the air detectors not alarming, the air detectors performed to specification during the system checkout. Additional applications training was provided to the staff. The mutli-patient disposable set (mpat) and syringe that were reportedly in use during the event were returned to medrad for evaluation. The products were visually inspected and functionally tested and no problems were found. Although the physician alleged the air was drawn in due to a loose connection, the positive pressure generated during loading and during the injection would have resulted in fluid leakage. No leakage was reported, so there is no expectation that the same connection would have drawn air in. Further, the event described that 5-10 cc's (ml) of air was visible on the images immediately at the start of the injection and contrast followed the air in the disposable. Therefore, it is theorized that this volume of air must have occupied the tubing closest to the patient prior to the injection, which would be the spat and any third-party devices (such as the reported stopcock) installed between the spat and the catheter. Due to the conflicting reported regarding purging of the disposables and because the air injection occurred immediately at the start of the injection and contrast followed the air in the disposables, we suspect that the disposables were not properly purged of air before connecting the system to the patient.